Manufacturer narrative:
Approximated as the onset of patient symptoms was 2019.

Event description:
It was reported that the patient with this aus experienced urinary incontinence related to device fluid loss, which led to a surgical intervention. During surgery, the entire aus was removed and replaced. There were no additional patient complications reported.